Event description:
Dealer reported that the tdxsp power chair has a left motor fault, caused the chair to go in circles to the right with the end user in the chair, also caused the chair into drive lock out.